Event description:
It was reported that prior to a laparoscopic nissen procedure, before we started, we wanted to test the device. But the hand control did not work. So we opened a new device with the same lot number. And that device did the same. So the doctor used it with the foot switch. It then worked perfectly.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the devices were returned in good physical condition. The devices were tested with a generator and was functional. The hand activation assembly buttons worked as intended. There were anomalies noted with the functionality of the device.